Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported unintended movement was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open - efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced the left atrium. The clip delivery system (90408u160) was inserted into the sgc and straddled m-knob was applied to less than 90 degrees; however, when attempting to advance the cds handle, the steerable sleeve shaft could barely advance and the physician experienced difficulty when rotating the handle. It was noted that once the m-knob torque was removed, the sleeve could move freely. Another attempt was made to advance the cds, but the same issue occurred. Therefore, the cds was removed and replaced. It was also suspected that a bend in the sgc may have contributed to the difficulty advancing the cds. A new cds was prepped and advanced without issue. One clip was placed in a2/p2, reducing mr to a grade of 2+. In an attempt to further reduce mr, and additional clip (90511u177) was advanced and positioned lateral of the first clip. While attempting to deploy the clip, it was noted that the clip failed to perform final arm angle (faa) and opened several times. The clip was retracted into the left atrium and all tension was removed from the system, but the clip still opened while testing faa. The clip was removed, and the procedure was stopped. It was noted that after the clip was removed, the clip failed faa again. Mr remained at a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.